Manufacturer narrative:
We have analyzed batch documentation, it reveals no deviations. Based upon this data, this complaint could not be confirmed as reported.

Event description:
The customer complains she had an allergic reaction (rashes) due to catheterization.